Event description:
It was reported that via a remote transmission, the atrial lead exhibited noise. The noise appeared to have caused an auto mode switch episode. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.